Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high impedance and high thresholds on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.